Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1294 competitor implantable pulse generator (ipg) 2003 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.